Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller had a hypoglycemic event 45 minutes after he took 5 units of humalog based upon a mobile system blood glucose result of 400 mg/dl. He was unable to self-treat; his wife gave him an injection of glucagon. He was better after 2 - 2.5 hours. A request was made for the return of the meter and strips.